Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline sheath separated from the bend relief. Servicing will be performed, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed damage to the outer sheath, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the driveline damage may be attributed to improper handling, wear over time. If information is provided in the future, a supplemental report will be issued.